Event description:
The patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that after the trunk-ipsilateral leg component, angiography showed a small amount of contrast (origin unknown) at the top left aspect of the graft. The physician reportedly decided to reballoon the proximal neck to better seat the graft. After the additional balloon with a qxmerical q50-65 stent graft balloon catheter, angiography reportedly showed that the patient's aorta had ruptured in the reballooned area. It was reported the balloon was extended 5mm outside of the proximal end of the graft during the reballooning. Four additional devices were implanted and an aorto-uni-iliac with femoral-femoral bypass were performed to treat the rupture. Final angiography showed resolution of the rupture with good distal perfusion. The patient tolerated the procedure.

Manufacturer narrative:
The IFU contains a warning to make sure the balloon inflation is within the covered stent portion of the prosthesis. The inflation volume of the balloon was not reported and is unknown. Inflation guidelines are provided in the IFU and should be followed.